Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 131 mg/dl. The motor error alarm occurred during basal delivery. Troubleshooting was performed; the customer stated she was able to rewind, but could not complete the troubleshooting. The device will not be returned for analysis.